Manufacturer narrative:
H6-code 213: updated results: the device was not returned. The evaluation is based on information obtained from the event description and communication summary: the complaint was for a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device that dislodged from the delivery system when attempting to track into the superior mesenteric artery. Stent dislodgement of the vbx device is affected by two known inputs of device profile and manufacturing crush force. Device profile is 100% verified during the vbx manufacturing process. The machine history file was examined for machines that evaluate device profile and influence crush force. Based on this examination no anomalies were detected that would have caused an increase in device profile or a decrease in crush force for the devices used in this procedure. The manufacturing lot history files did not indicate a manufacturing deficiency occurred that would increase the likelihood of stent dislodgement for the devices used in this procedure. The examination of the device history and machine history files did not indicate any anomalies occurred that would decrease the force to dislodge the vbx stent from the delivery system.

Manufacturer narrative:
The actual device involved in the adverse event had been already discarded at the facility and thus irretrievably lost for testing. The following evaluation is based on information obtained from the event description and communication summary. The complaint was for a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device that dislodged from the delivery system when attempting to track into the superior mesenteric artery (sma) branch of a cook® medical branched evar device. Stent dislodgement of the vbx device is affected by two known inputs of device profile and manufacturing crush force. Device profile and crush force are 100% verified during the vbx manufacturing process. The machine history file was examined for machines that evaluate device profile and influence crush force. Based on this examination no anomalies were detected that would have caused an increase in device profile or a decrease in crush force for the devices used in this procedure. The profile (diameter) of the cook® medical branched evar device branch intended for use in the sma could also influence the vbx devices dislodgement force. The cook® medical branched evar device is a competitive device and is therefore unable to be evaluated in this complaint evaluation. The manufacturing lot history files did not indicate a manufacturing deficiency occurred that would increase the likelihood of stent dislodgement for the devices used in this procedure. The examination of the device history and machine history files did not indicate any anomalies occurred that would decrease the force to dislodge the vbx stent from the delivery system.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that the patient underwent a thoracic endovascular aortic repair with a custom made 4-branch-evar device (cook medical). It was planned to place gore® viabahn® vbx balloon expandable endoprostheses in the right and the left renal artery and in the superior mesenteric artery to further provide blood supply. The truncus was planned to be kept open and an additional procedure to treat the truncus was scheduled within 6 weeks. For the placement of the viabahn® vbx endoprostheses an 8fr ansel guiding sheath (cook medical) was used. The guiding sheath was placed retrogradely from the groin. The viabahn® vbx endoprosthesis were placed in, in the right and the left renal artery without any problems. To advance the viabahn® vbx endoprosthesis to the superior mesenteric artery an amplatz stiff 0.035¿¿ guidewire was used and the tip of the guiding sheath was placed in the inner superior mesenteric artery branch of the cook custom made 4-branch-evar device. Reportedly the guiding sheath was positioned such that it had a u-shape. It was stated that it was very difficult to advance the viabahn® vbx endoprosthesis into the superior mesenteric artery. Therefore the physician decided to pull back the undeployed viabahn® vbx endoprosthesis through the guiding sheath. Reportedly the physician decided not to remove the sheath simultaneously in a tandem with the viabahn® vbx endoprosthesis because the did´t want to give up the position of the guiding sheath in the inner branch. Somewhere in the pulling back process the undeployed viabahn® vbx endoprosthesis came off its balloon and dislodged from the delivery catheter. It was reported that the physician had remove the guiding sheath and with a pusher they forced the still undeployed viabahn® vbx endoprosthesis out of the guiding sheath. Another guidewire (rosen) was used and a new viabahn® vbx endoprosthesis of the same size was unpacked intended to be placed in the superior mesenteric artery. This viabahn® vbx endoprosthesis also had problems to reach the superior mesenteric artery because of friction in the guiding sheath but eventually they managed to advance the viabahn® vbx endoprosthesis into the superior mesenteric artery and they deployed it in conformance with the compliance chart with great result.